Event description:
Orion plate 42.5 mm 871-142, 14 mm screws x4 871-014, and locking screw implanted at c5-6 (anterior). Post op x-ray revealed lock screw breakage with screw head free in the neck. Pt returned to surgery, incision reopened. Screw head retrieved, but threads were unretrievable from plate. Subsequently, plates and screws removed and replaced with new same size plates and screws.